Event description:
The customer reported that the system exhibited 'precharge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The k2 connector was not properly interfacing with the precharge circuit. This portion of the internal interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.